Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "tpch has recently reported a potential erroneous infusion with the sapphire q-core pump. It was reported that a 48ml bag was set up at 8:39am on the (B)(6) 2016, with rate set to 2ml/hr and vtbi as 48ml. The num stated the pump alarmed air in line at 2:29am on the (B)(6) 2016 (approximately 17.7hrs later) and noted the bag was emptied. I have retrieved and downloaded the log and noted: the clock of the pump is approximately 7 hours slower than real time; when the pump was inspected by bts, we confirmed the pump displayed vtbi=12.5ml, vl/total = 35.5/48 ml/ml, time left = 06:15:15 and infusion rate = 2ml/hr. I have checked the event log between 8:39am to 2:29am and noted nothing looked unordinary. Pump treatment information: rate 2ml/h vtbi 48ml. Type of drug: fentanyl (strength 100mcg/2ml). Need for medical intervention: yes. Human harm: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "(B)(6) has recently reported a potential erroneous infusion with the sapphire q-core pump. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: no. Need for medical intervention: yes.